Event description:
The facility stated that the surgeon attempted to implant a aa4203tf silicone lens. The lens tore prior to insertion into the eye, there was pt contact. No pt injury. The injector model msi-pr and the cartridge model mtc61c fp, lot numbers were not specified by the facility.